Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6),

Event description:
It was reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure, the distal cover fell into the patient¿s stomach. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (b5 and g2) and to provide an update to field (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reportable event occurred due to the distal end cover was used without being properly attached and dropped off due to the load during the case. Additionally, since it is difficult to visually detect the state of attachment of this product, it is feasible that the description in the previous instructions for use (IFU) was insufficient. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: operation: precautions: preparation and inspection: attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that this incident is related to a mishandling.